Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.